Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On 2014-03-14, information was received from a health care provider (hcp) regarding a patient who was receiving clonidine, dilaudid, fentanyl and marcaine via an implantable pump for non-malignant pain and other chronic/intract pain of the trunk/limbs. The concentrations and doses were not provided as the reporter didn't know the information. Additional patient medical history and concomitant medications were not provided. The patient reportedly started having symptoms overnight, on the event date, and they were at the time of the report unable to walk, having a lot of pain and couldn't urinate. The hcp was unsure whether the symptoms were related to the pump or not but they wanted someone to come and check the pump. At the time of report, the patient was in the ER (emergency room) being evaluated. A local device manufacturer representative (rep) was going to be paged. Additional information has been requested regarding additional drug information, concomitant medications, medical history, and information regarding the patient's symptoms, what troubleshooting and/or other actions were taken and how the patient was now doing but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.